Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. The product was evaluated. A visual inspection was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. A global receiver functional test was performed and passed. A manual receiver "try-it" test was performed and passed. The receiver case was opened and an internal visual inspection was performed and passed. The vibrator motor assembly resistance is within specification for scout receiver. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.